Event description:
It was reported that an unidentified malfunction alarm occurred. Customer's blood glucose level was between 54-500 mg/dl. Customer reverted to using an alternate method of insulin therapy.